Event description:
It was reported that in 2003, the patient underwent an operation. 10 months after the surgery, it was determined by x-ray that 2 screws had broken. In 2004, the broken products were explanted.

Manufacturer narrative:
Method: neither the device nor x-rays were available for evaluation. Result: inconclusive due to lack of available information.